Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the ipg had very high thresholds. It was further reported that the delivery system was difficult to flush and in order to push the contrast in, the nurse had to use both hands to push down the plunger of the saline syringe. The delivery system was removed and inspected and there did not appear to be any clots that were inhibiting flushing of the system. It was noted that the distal shape of the delivery system did change slightly from its original shape. The curve was at a 1 o¿clock position rather than a 3 o¿clock position when the handle was facing upright. The ipg was not implanted and a new ipg and delivery system were used. No patient complications have been reported as a result of this event.